Manufacturer narrative:
The technician replaced both the head gas springs to repair the stretcher.

Event description:
Information received indicates the head of the stretcher would drift down while the patient was in the bed. No impact to the patient or caregiver.